Event description:
During an open gastric bypass revision, the outside row of staples were in the tissue but the stpales were not formed. Some bleeding. No further pt consequence was reported. The case was completed with a same like device.